Event description:
Device malfunction: device #3 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, while pulling back the plunger, no sutures were attached. The device was removed and a second and third proglide device were attempted with the same results. Hemostasis was achieved with a fourth proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1 proglide, lot #68068-6h, will be filed under medwatch MFR #2953144-2008-01809. Device #2 proglide, lot #68068-6h, will be filed under medwatch MFR #2953144-2008-01810. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.